Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip broke at 24,611 joules. Also, it was reported that it was not known if the fiber tip broke inside of the pt. No pt injury was reported. The device was not returned for eval.